Event description:
It was reported the customer had issues with their sensor. Customer stated it did not feel like their sensor was properly inserted into their body. Customer also reported a bent sensor needle. Customer's blood glucose was 160 mg/dl. The customer's sensor and serter will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 4 opened/used partial enlite sensors and found 1 of 4 sensors needle bent inside sensor base. Performed bicarbonate buffer test to 3 remaining sensors and 1 of 3 sensor failed due to high readings. Two remaining sensors passed per spec. With accurate readings. Also checked 2 insertion needles for burrs/hooks and dull needle tip defects and none were found needles passed per spec. Missing 1 insertion needle. Unable to confirm insertion anomaly due to complaint against sen-serter.